Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a procedure was performed on (B)(6) 2013, on patient with a pseudarthrosis (nonunion) of the mid femoral diaphysis. At the start of procedure, the reamer/irrigator/aspirator (ria) propeller shaft (520mm long) wils was connected to the ria irrigation system (520 mm long); and the fitting of the body of the fia hose system failed to achieve a correct adjustment. This resulted in the retention groove not being hidden and also in the outer sheath of the propeller shaft becoming loose with no adjustment between the parts. It was also reported the ria system was changed and the procedure was completed without any adverse event to patient. No further information is available at this time. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot # 7076799 revealed the reamer/irrigator/aspirator was manufactured by c&j industries. 36 parts were inspected to the synthes incoming final inspection sheet number ns014813 revision c on 1/30/2013. Ncr us1069127 was issued for incorrect data on the coc, this is not related to the complaint issue. The certificate of compliance is dated 1/9/2013. 36 parts were released to the warehouse on 2/13/2013. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The complained ria tube assembly was forwarded to the responsible product development manager and was checked for conformance to our specification. The conducted investigations have shown that the reamer is badly damaged. Possible causes could be a wrong assembling of the reamer and flexible shaft. No manufacturing related issues were found. The articles were manufactured according to the specifications. The investigation is ongoing.